Event description:
It was reported that the ventilator was not cycling and did not alarm for high pressure condition. The pt was placed on a back-up ventilator. No reported harm to the pt.

Manufacturer narrative:
Testing by the manufacturer is ongoing.